Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("it was very painful"), cold urticaria ("cold urticaria"), nausea ("nauseous") and ovulation pain ("ovulation pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, procedural pain, cold urticaria, nausea and ovulation pain outcome was unknown. The reporter considered cold urticaria, medical device removal, nausea, ovulation pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- cold urticarial, nausea, procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Device removal date was added. Medically significant and ir were added for previously reported event it was very painful. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("it was very painful"), cold urticaria ("cold urticaria"), nausea ("nauseous") and ovulation pain ("ovulation pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, procedural pain, cold urticaria, nausea and ovulation pain outcome was unknown. The reporter considered cold urticaria, medical device removal, nausea, ovulation pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media cold urticarial, nausea, procedural pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.